Event description:
It was reported that the customer was not seeing drops of insulin exit the tubing during fill tubing. The customer checked the luer lock connection and informed tandem technical support it seemed secure; however after further troubleshoot, the connection was found to be not secure. The customer reconnected the tubing to the luer lock and was able to proceed with fill tubing successfully. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The t: slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.